Manufacturer narrative:
Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported to the manufacturer that the vns patient had full revision surgery due to an unknown reason. Follow-up revealed that the patient's device showed high lead impedance during diagnostic testing at an office visit in (B) (6)2010. There was no patient manipulation or trauma at the device site that may have contributed to the reported event. The patient's generator was not at end of service. X-ray views to assess the integrity of the device were not taken. The patient reportedly experienced an increase in seizure activity prior to the office visit in (B) (6)2010. The physician believed that the increase was due to medication changes made at the previous visit. It is unknown if the increase was above pre-vns baseline. The patient's device reportedly showed lead impedance within normal limits at an office visit in (B) (6)2009. Good faith attempts to obtain the explanted device for analyses and additional information regarding the reported event have been unsuccessful to date.